Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the faulty main pcb plunger cable was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿system failure, force sensor test¿ error message and the device and main board was shorted when battery was re-installed. There was unknown patient involvement.